Manufacturer narrative:
Concomitant medical products: evolutr-34-us valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that over-sensing of artifact on stored electrograms (egm) was noted. The right ventricular (rv) lead and right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.